Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose level was 2.9 mmol/l at the time of incident. Customer stated this was attributed to exercise done at that time. Customer had treated low blood glucose level with juice. The insulin pump will not be returned for analysis.